Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was an error code 255-32780-275 noted during battery reconditioning. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported complaint of an error code 255-32780-275 was not confirmed. Physical inspection showed no anomalies. Log analysis results confirmed the error event occurring on (B)(6) 2020 at 10:46:35 am, at the time of the incident was reported during a battery conditioning. An 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware which in this complaint it was determined as hardware. During an error 800.8000 event, a non-silence high priority alarm is induced and status indicator lights on system on button will flash red. If modules are attached and actively infusing, they will continue to infuse until complete or until the system is powered off. Tests confirmed a failure with the internal logic board when battery conditioning attempts were performed. During the error condition, the pcu was placed in a watchdog state, ending the battery condition process. According to ops engineering, any error code with 255.327xx-xxx is associated with a cpu failure of u7 on the logic board. There was no patient involvement (npi)at the time of the reported error event. The exact root cause of the system error was not definitely determined.

Event description:
It was reported that there was an error code 255-32780-275 noted during battery reconditioning. There was no patient involvement.